Event description:
Bed began to smoke. Smoke later identified to have come from the "spare" battery attached to the bed. This battery is for use of the sizewise dual drive/"joystick" to maneuver the bed and should not have been connected, per the vendor (sizewise rep) as we do not used this option on any of the beds we rent.